Event description:
The event is reported as: an inner component broke and the whole system, including the aquapak reservoir fell while in use. The customer reports that the patient developed an internal bleed in the form of a skin bruise.

Manufacturer narrative:
The device sample was not returned for evaluation, however the results of the device evaluation are not available at the time of this report. Three photos were provided by the customer and reviewed. Although the three photos show a venturi dislodged from the main housing, a sample is needed to properly assess failure and determine a root cause.